Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found. Performance data collected from the device was analyzed. Analysis indicates that a power on reset (por) occurred on (B)(6) 2010. The por severity is low. The device should be able to fully recover after the reset. The diagnostic information is consistent with the event. The device is part of the advisory for this model.

Event description:
It was reported that the device reset. During follow-up the device was reprogrammed and the physician requested to have the device changed out. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that a power on reset (por) occurred on (B)(4) 2010. The por severity is low. The device should be able to fully recover after the reset. The diagnostic information is consistent with the event. Analysis of the device is in process; the results will be forwarded when available.